Manufacturer narrative:
The investigation has determined that a non-reproducible and higher than expected, vitros troponin I es result was obtained from a single patient sample when tested on a vitros eciq immunodiagnostic system. The most likely assignable cause for the higher than expected vitros tropi es result is instrument related. An ortho fe performed service and maintenance actions to the instrument, including replacing the probe z rack and z home sensor, cleaning the spring guide and pinions, performed pinion phasing and replaced the reagent metering lld cable. Following service actions, acceptable qc fluid performance was obtained by the customer indicating the vitros eciq immunodiagnostic system was now performing as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros troponin I es, lot 3960. Email address for contact office is (B)(6).

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic system. Vitros troponin I es 0.066 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).